Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir no leakage and did not continue dripping insulin after test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was over delivering and they experienced low blood glucose level of 25 mg/dl. Customer also had blood glucose level of 20 mg/dl. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the low blood glucose with food and glucose tablet. Customer was using auto mode feature at the time of reported low blood glucose event. Customer had been using insulin pump system within 48 hours of reported low blood glucose. Based on customer report customer does allege insulin pump was over delivering because insulin pump deliver insulin without user input. The insulin pump and reservoir will be returned for analysis.